Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tryy, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient¿s stimulation was ¿not working on the left side¿ anymore and they had a return of symptoms. The patient¿s lead was replaced. No further complications were reported/anticipated.